Event description:
It was reported that the pump was replaced due to battery depletion. The catheter was also replaced as it "was not working". No patient symptoms or outcome were reported. The pump contained lioresal; concentration and daily dose were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The pump was returned for analysis. Final device analysis revealed no anomaly found - normal device function. The following segments of the 8709 catheter were returned: 12.2 centimeter proximal catheter including the 8575 pump connector; 30.6 centimeter middle catheter segment and the 27.5 centimeter distal catheter segment. The 8575 catheter segment testing was acceptable. The other 2 catheter segments revealed compression/pinched areas which may have possibly caused occlusion of the catheter. An area of compression was noted 8.2 centimeter from the pump connector and 2.7 centimeters from the catheter end. Abrasions were also noted on the catheter. The catheter passed patency and pressure testing. The final analysis revealed catheter compressed/pinched - possibly caused occlusion. Results - used for the catheter.